Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the 1st obtuse marginal and graft 1st obtuse marginal. Approximately 20.5 months post procedure the patient suffered from covid-19 and bilateral pneumonia. The patient was hospitalized and placed on a ventilator and subsequently died due to covid-19. Death was classified as non-cardiac death.